Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.

Manufacturer narrative:
(B)(4). Device used for treatment and not diagnosis.additional information.device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing records were reviewed and no complaint related issues were found. (B)(4): placeholder.

Event description:
A device report received from (B)(6) indicated: pt was implanted with pfna nail and blade on (B)(6) 2011 for a trochanteric fracture. Pt was healing and walking and on (B)(6) 2011 the surgeon took an x-ray which showed a broken wire which is part of the system. Pt experienced pain on (B)(6) 2011, an x-ray showed the nail was broken. Surgeon removed the pfna ii system and revised pt to (B)(4).